Manufacturer narrative:
(B)(4). Date sent: 5/11/2017. Batch # unk. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during an unknown surgery, the anvil could not be removed from the trocar before use, even though the adjusting knob was rotated. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.